Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Upon further review, it was determined that the reported event involved routine battery maintenance and safety disk replacement as it was expired. No other malfunction was identified. Hence, it is not a valid complaint and non-reportable to FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an alarm and message related to the batteries which need to be changed.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site address: (B)(6)). A supplemental report will be submitted upon completion of our investigation.